Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Per our conversation regarding the slow cutting perforators, the doctor is requesting a report on these. The rep called the physician on another matter altogether and the doctor mentioned that he has another one and is not happy with the way the product is performing. (B)(6) 2015: per rep, event occurred intra-operatively, there was no delay over 30 minutes. Patient discomfort: an awake dbs patient so uncomfortable for drilling to take so long. Device is not being returned and lot / serial number is unknown. (B)(6) 2015: per rep, verified that perforator will not be returned.